Event description:
Patient additionally reported "{nodule:} cytopathological condition compatible with micropapillomatosis of apocrine epithelium associated with cystic component."

Manufacturer narrative:
The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Patient reported left side swollen, sore, cold, stabbing pain, sometimes shortness of breath, liquid around prosthesis, lump, capsular contracture (grade ii-iii). The device remains implanted. Headaches and muscular pains also reported, but not considered device related.

Event description:
Patient reported left side swollen, sore, cold, stabbing pain, sometimes shortness of breath, liquid around prosthesis, lump, capsular contracture (grade ii-iii), nodule, "{nodule:} cytopathological condition compatible with micropapillomatosis of apocrine epithelium associated with cystic component". The device remains implanted. Headaches and muscular pains also reported, but not considered device related.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted.